Event description:
It was reported that the patient presented to the hospital for an implantable cardioverter defibrillator (ICD) implant procedure on 14 feb 2023. While attempting to implant the ICD, it was noted that the device port was blocked and device could not be implanted in the patient. The anomalous ICD was removed and replaced without further incident in the same procedure. The patient was in stable condition

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned, and the reported event of a suture hole anomaly was confirmed. Visual inspection of the header found a sealed suture hole. Analysis found it is consistent with the suture hole being obstructed during the manufacturing process.